Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the left circumflex (lcx) artery. Following the deployment of a 3.5x32mm s synergy stent, the physician attempted to advance the 2.75x8mm through the previous stent. During advancement of the system the physician noted strong resistance and wanted to withdrawal the 2.75x8mm synergy however the stent was lost from the balloon in the distal left main. The dislodged stent was snared and removed. The physician decided not to stent the distal lesion. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the stent had detached from the balloon and was returned for analysis hooked onto a snare. A visual examination of the detached stent found the entire stent profile was damaged with severe stretching of the stent struts. The damaged stent was returned for evaluation hooked onto a snare that was used to retrieve the device from inside the patient. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the left circumflex (lcx) artery. Following the deployment of a 3.5x32mm s synergy stent, the physician attempted to advance the 2.75x8mm through the previous stent. During advancement of the system the physician noted strong resistance and wanted to withdrawal the 2.75x8mm synergy however the stent was lost from the balloon in the distal left main. The dislodged stent was snared and removed. The physician decided not to stent the distal lesion. No patient complications were reported and the patient status is stable.